Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional external equipment was exchanged, by reducing the device's magnet strength, and the recipient's issues resolved. The recipient is consistently using the device. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced pain and discomfort with and without device use. The recipient presented with redness around the implant site. External equipment was exchanged, however, the issue did not resolve. Device testing revealed results within normal limits. The recipient was given antibiotics for the redness, however, the issue did not resolve.